Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: returned battery cap threads are damaged. The returned battery cap and test cap were able to attach securely to the pump. The battery compartment was cracked at the threads above the bumper and at case seal below the bumper. Investigation confirmed the alleged damage. The battery cap was further evaluation and measurements were determined to be with the required specifications. On investigation, the pump powered on normally with auditory tone and vibration operational. The pump was successfully run on a 24-hour basal program without reboot occurrences. Investigation did duplicate an intermittent power issue during battery cap functionality testing. There was rust/corrosion in the battery compartment; leak testing failed due to battery compartment leak. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap and no visible yellow o-ring. The battery cap reportedly was replaced approximately 4 to 6 months ago. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.